Manufacturer narrative:
An event regarding dislocation involving an unknown delta ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The initial operation (B)(6) 2018, implanted the stem, accolade ii. The head is a delta ceramic. There was a dislocation after tha.. Revision was done in (B)(6) 2019. During procedure, attempted to remove the head, but it could not be removed. Head was left in, releasing the muscle sticking part as much as possible to complete the surgical procedure.